Event description:
The user reported that the sv02 probe latch was not working correctly. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there were no reported adverse consequences to the patient as a result of this event.